Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0j9k0, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s left lead was replaced due to a fracture which led to high impedances, tremors and dyskinesia. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the healthcare professional (hcp) told them during a recent visit to the ER that something was wrong with their implanted device. There were no symptoms alleged and no further information was provided. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-07841.